Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after the patient hyperextended knee, the patient was revised for a broken articular surface.